Manufacturer narrative:
The customer reported complaint of autopulse platform system (sn (B)(4)) displayed error message 'system error, out of service, revert to manual CPR' was confirmed during functional test and per archive data. The root cause is due to the pca processor board. During visual inspection, a damage encoder and motor cover were found on the autopulse platform system unrelated to the reported complaint. Functional test could not be performed due to autopulse platform system displayed ua136 (invalid parameters block) system error upon powering up the device. The probable cause is due to the pca processor board; however, this part is no longer available. The autopulse platform system is a reusable device and it was manufactured on 09/25/2004 which is more than 14 years old and it has exceed its service life of 5 years. Therefore, this type of damage found during functional test is characteristic of normal wear and tear for the life of the device. Per review of the archive data, multiples faults of ua136 error messages were found on (B)(6) 2019, rather than the reported event date of (B)(6) 2019, thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there were no previous complaints reported for autopulse with serial number (B)(4).

Event description:
During morning check up, while powering up the autopulse platform system (sn (B)(4)) displayed error message 'system error, out of service, revert to manual CPR'. No patient involvement.